Event description:
It was reported that the ventilator failed internal leakage test during pre-use check and generated a technical error code indicating software error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test with a message 'system volume too large' during pre-use check and generated a technical error code indicating software error. Identification of issue has been done by analyzing problem description and service report. To resolve the problem with internal leakage test failure, the o2 gas module was replaced. On the other hand, issue with technical error was resolved by replacing control printed circuit board. The gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported as the faulty gas module may lead to stop of ventilation, low o2 or high pressure. Additionally, technical error indicates patient category mismatch between breathing and monitoring subsystems. The faulty control printed circuit board may lead to stop of ventilation. There was no patient harm. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined. The correction of fields h4 device manufacture date and h8 usage of the device was required. This is based on the internal evaluation. Previous manufacture date: 05/04/2021. Corrected manufacture date: 04/28/2021. Previous usage of device: unknown. Corrected usage of device: reuse.